Manufacturer narrative:
The device was not returned for analysis and the complaint as reported could not be confirmed. Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
Clinical (B)(6) clinical study subject ID: (B)(6). It was reported that a intellanav stablepoint open-irrigated was used in a index procedure on (B)(6) 2022. On (B)(6) 2022 the patient visited urgent care for fever, rash, and lower extremity (le) edema. Chest x-ray showed slightly increased interstitial opacities representing volume overload. Brain natriuretic peptide was also noted to be elevated at 1931. The suspected cause was chronic diastolic heart failure. Due to this event the patients oral medication(lasix) was increased for two days. It was further reported that an echo was performed (B)(6) 2022 showing unchanged from previous test, no pericardial effusion noted. Increased lasix for two days and still showing some volume overload at cardiology follow-up on 12 april 2022; lasix stopped and started on torsemide with return appointment on (B)(6) 2022.

Manufacturer narrative:
The device was not returned for analysis and the complaint as reported could not be confirmed. Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. Correction to previously submitted aware date from (B)(6) 2022 to (B)(6) 2022.

Event description:
Clinical newton af clinical study subject ID: (B)(6). It was reported that a intellanav stablepoint open-irrigated was used in a index procedure on (B)(6) 2022. On (B)(6) 2022 the patient visited urgent care for fever, rash, and lower extremity (le) edema. Chest x-ray showed slightly increased interstitial opacities representing volume overload. Brain natriuretic peptide was also noted to be elevated at 1931. The suspected cause was chronic diastolic heart failure. Due to this event the patients oral medication(lasix) was increased for two days. It was further reported that an echo was performed (B)(6) 2022 showing unchanged from previous test, no pericardial effusion noted. Increased lasix for two days and still showing some volume overload at cardiology follow-up on (B)(6) 2022; lasix stopped and started on torsemide with return appointment on (B)(6) 2022.